Event description:
A copy of the death certificate cannot be obtained as the state of death does not release to medical device manufacturers.the available death information was reviewed by the device manufacturer, and with the available information has been determined to be possible sudep.

Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns was unknown. An online obituary identified the patient's date of death. No additional relevant information has been received to date.